Manufacturer narrative:
Product complaint # (B)(4). Received one used drain. Upon visual inspection, the end of the white fluted part of the drain is badly damaged, cut and torn. The drain might be damaged during use and handling.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was the retained broken drain piece removed from the patient surgically? No information. Was there additional tissue dissection or damage due to removal of the broken piece? No information. Lot number of the drain. No information. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that, the drain was broken when trying to remove it after a caesarean section procedure in which the drain was placed. The situation was as follows: on (B)(6), the drain was placed inside the patient¿s body for subcutaneous drainage. Five days after the operation, when trying to remove the drain, the surgeon felt that the drain was caught inside the patient¿s body. Then, the tip of the drain was broken off when pulling out the drain from the patient¿s body by excessive force. The broken piece of the drain was retrieved. By x-ray inspection, it was confirmed that no piece of the drain remained in the patient¿s body. The surgeon commented as follows; interrupted suturing was performed under the skin during the operation. There is a possibility that the drain might have been fixed with the suture. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.